Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is tip damage. The balloon has a 2mm circumferential tear 56mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The 100% stenosed target lesion was located in the non-tortuous and non-calcified popliteal artery. After a guide wire penetrated the occlusion made by thrombus, a 5.0mmx80mmx135cm (4f) sterling¿ balloon catheter was advanced for dilation. However, when the balloon was inflated at 6 atmospheres, the balloon did not inflate. After cleaning the device, there was contrast leaking noted from the balloon; hence a possibility of pinhole was considered. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon pinhole occurred. The 100% stenosed target lesion was located in the non-tortuous and non-calcified popliteal artery. After a guide wire penetrated the occlusion made by thrombus, a 5.0 mm x 80 mm x 135 cm (4f) sterling¿ balloon catheter was advanced for dilation. However, when the balloon was inflated at 6 atmospheres, the balloon did not inflate. After cleaning the device, there was contrast leaking noted from the balloon; hence a possibility of pinhole was considered. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.